Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior found the front panel bezel gasket was drooping approximately 1/4 inches over the left and right side of the front panel overlay. No other physical damage was observed. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4) the actual device was not returned to the manufacturer for physical evaluation all information available to the manufacturer at this time has been submitted.

Event description:
A peritoneal dialysis nurse reported a patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) was diagnosed with a peritoneal tear when he went for a routine observation. The patient was switched to hemodialysis for treatments to remove his extra fluid. The nurse stated this tear was not caused or contributed by the cycler. The patient's expected dry weight was (B)(6) however his weight was (B)(6) at his most recent clinic visit when the peritoneal tear was discovered. The nurse indicated the patient was not hospitalized for the fluid weight gain and the patient was not scheduled for surgery. No further information was provided